Manufacturer narrative:
The suspect pump was returned and evaluated. A review of the event history log did not confirm the error had occurred. Visual examination revealed no damages or non-conformities with the device. The device tamper sticker was still intact. Functional and accuracy testing confirmed the device operated within specification. No product faults were detected.

Event description:
A report was received indicating that the listed pump was in use with a patient who was planned to receive a 60ml infusion of propofol (timespan of infusion unknown). The healthcare provider administered a bolus; fifteen minutes later, the pump alarmed and the syringe was observed empty. The patient reportedly received the entire dose of 60ml of propofol in 15 minutes. Side effects occurred, but symptoms were not disclosed. The patient needed medical intervention - type of intervention was not disclosed. The reporter believes the healthcare provider may have left the pump on bolus or programming the pump incorrectly.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).